Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was observed to have dislodged during a post operative check. The associated device was programmed ddi 50 and the patient was discharged and brought back to the hospital four days later for a lead revision procedure. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.